Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The device's oxygen blending module board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. As per evaluation the customer's complaint was duplicated. The device's oxygen blending module board needs replaced to address the issue. As per additional information received: the device's obm (oxygen blending module) pca was replaced. System board again which was 1st replaced was faulty and replaced. Internal battery which was faulty was replaced. Battery fan and capacitor was replaced. Replaced rear enclosure cracked which was sent for re testing. Final test was made and device passed the test. Section h6 component code added in this report.